Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choke on (oral-b toothbrush head) [choking]. The head broke off my toothbrush head - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that while he was brushing his teeth, the head broke off of his oral-b toothbrush head, causing him to choke on it. No serious injury was reported.